Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique and peritonitis is confirmed because it was reported there was a break in aseptic technique, described as made a mistake and touch contamination, which caused peritonitis. However, the assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse of a break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2013, the patient contacted baxter customer services and reported the following information. On an unreported date, the patient experienced a break in aseptic technique, described as made a mistake and touch contamination. On an unknown date in (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The patient was treated with unspecified antibiotics (route, dosage, frequency was not reported). While hospitalized, the patient received a blood transfusion. On (B)(6) 2013, the patient was discharged from the hospital. The patient recovered from the event. Pd therapy was ongoing. On (B)(4) 2013, baxter customer services conducted further follow-up with the peritoneal dialysis nurse and the following information was obtained. On (B)(6) 2012, the patient was hospitalized for a gastrointestinal (gi) bleed. The nurse stated she was unaware of the patient having peritonitis as she was never notified. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from the gi bleed. Pd therapy was ongoing. The nurse stated the gi bleed was unrelated to dianeal therapy. On (B)(4) 2013, product surveillance spoke with the peritoneal dialysis (pd) nurse regarding the reported events and the following information was obtained. On an unreported date in 2005, the patient began automated peritoneal dialysis (apd). The nurse clarified the onset of both the peritonitis and gastrointestinal (gi) bleed was in (B)(6) 2012 (exact dates were unknown). The nurse confirmed the cause of the peritonitis was a break in aseptic technique. The nurse confirmed the patient was hospitalized and treated with unspecified antibiotics for the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. On an unknown date in (B)(6) 2012, following the peritonitis event, the patient experienced a gi bleed. The nurse confirmed the patient was hospitalized for the event and was transfused with several units of blood to treat the gi bleed. The patient recovered from the peritonitis event and gi bleed. The nurse stated the events of peritonitis and gi bleed were unrelated to baxter solutions, disposables or devices.